Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per the journal of international medical research 18 out of 111 catheters placed with sherlock 3cg technology were malpositioned. It was stated that four of those catheters were repositioned. This report addresses catheter 14 of 18.